Event description:
It was reported by the patient that the patient believes the device is "set too low" as patient becomes short of breath when walking to the mailbox. It was later reported by the patient's clinic that the patient has not been seen since the device was implanted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.